Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an hernia repair on (B)(6) 2004 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent multiple revision surgeries on (B)(6) 2007, (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 05/03/2017. (B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004  and artysyn y mesh and mersilene mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and tvt tape and midurethral sling was implanted.  It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that following insertion the patient experienced vulvar dermatitis.